Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported placing an implant facially (ada site #10 in mouth in type ii bone) and later needed to be moved. Primary stability had been achieved. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported placing an implant facially (ada site #10 in mouth in type ii bone) and later needed to be moved. Primary stability had been achieved. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.